Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)') and genital haemorrhage ('abnormal bleeding(general)') in a 29-year-old female patient who had essure (batch no. 627434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "the placement was rejecting the right side". The patient's medical history included body mass index normal, multiparous, gravida, scar and gravida. Current weight 130 lbs. Essure confirmation test(s): results: that the essure looks good. Previously administered products included for an unreported indication: depo-provera. Concomitant products included diphenhydramine, hydromorphone, ibuprofen (motrin), medroxyprogesterone acetate (depo provera), morphine, ondansetron, oxycodone hydrochloride;paracetamol (percocet), pethidine hydrochloride (meperidine hcl) and prochlorperazine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion ("malposition of essure device location of device: uterus. It¿s not located correctly on the right side/ expulsion of essure device/migration of essure device location of device: uterus"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), mood altered ("hormonal changes describe: don't be in the mood"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type, urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type, urinary tract/vaginal) type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("(painful sexual intercourse) / intercourse became complicated"), fatigue ("fatigue"), weight fluctuation ("weight gain/loss (specify which one)") and menstrual disorder ("my cycle became worst"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, device expulsion, pelvic pain, mood altered, vaginal infection, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, weight fluctuation and menstrual disorder outcome was unknown. The reporter considered bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menstrual disorder, mood altered, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Pregnancy test urine - on (B)(6) 2009: result: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)/migration of essure device :uterus') and genital haemorrhage ('abnormal bleeding(general)') in a 29-year-old female patient who had essure (batch no. 627434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "the placement was rejecting the right side". The patient's medical history included body mass index normal, multiparous, gravida, scar and gravida. Current weight 130 lbs essure confirmation test(s): results:that the essure looks good. Previously administered products included for an unreported indication: depo-provera. Concomitant products included diphenhydramine hydrochloride (benadryl), hydromorphone, ibuprofen (motrin), medroxyprogesterone acetate (depo provera), morphine, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), pethidine hydrochloride (meperidine hcl) and prochlorperazine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion ("malposition of essure device location of device: uterus.it¿s not located correctly on the right side/ expusion of essure device/migration of essure device location of device: uteru"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), mood altered ("hormonal changes describe: don't be in the mood"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type, urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type, urinary tract/vaginal) type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("(painful sexual intercourse) / intercourse became complicated"), fatigue ("fatigue"), weight fluctuation ("weight gain/loss (specify which one)"), menstrual disorder ("my cycle became worst") and adnexa uteri pain ("pain right of my side ovaries") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, device expulsion, pelvic pain, mood altered, vaginal infection, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, weight fluctuation, menstrual disorder, adnexa uteri pain and weight increased outcome was unknown. The reporter considered adnexa uteri pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menstrual disorder, mood altered, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Pregnancy test urine - on (B)(6) 2009: result:negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: pfs received. Event: perforation(uterus)/migration of essure device :uterus verbatim were updated .event:ovarian pain , weight gain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(uterus)') and genital haemorrhage ('abnormal bleeding(general)') in a (B)(6) female patient who had essure (batch no. 627434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "the placement was rejecting the right side". The patient's medical history included body mass index normal, multiparous, vaginal delivery, scar and vaginal delivery. Current weight (B)(6) lbs essure confirmation test(s): results:that the essure looks good. Previously administered products included for an unreported indication: depo-provera. Concomitant products included diphenhydramine, hydromorphone, ibuprofen (motrin), medroxyprogesterone acetate (depo provera), morphine, ondansetron, oxycodone hydrochloride;paracetamol (percocet), pethidine hydrochloride (meperidine hcl) and prochlorperazine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion ("malposition of essure device location of device: uterus. It¿s not located correctly on the right side/ expulsion of essure device/migration of essure device location of device: uteru"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), mood altered ("hormonal changes describe: don't be in the mood"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type, urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type, urinary tract/vaginal) type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("(painful sexual intercourse) / intercourse became complicated"), fatigue ("fatigue"), weight fluctuation ("weight gain/loss (specify which one)") and menstrual disorder ("my cycle became worst"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, device expulsion, pelvic pain, mood altered, vaginal infection, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia, weight fluctuation and menstrual disorder outcome was unknown. The reporter considered bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menstrual disorder, mood altered, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Pregnancy test urine - on (B)(6) 2009: result:negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs & mr received: case become incident. Event injury nos was replaced with new events. Events added - abnormal bleeding, apareunia, malposition of essure device location of device: uterus/ migration of essure device location of device: uterus/ expulsion of essure device, bladder or urinary problems, nausea, dysmenorrhea, dyspareunia, pain, fatigue, perforation (uterus), weight gain / loss, infection (bladder/ urinary tract/vaginal) type urinary tract/vaginal), device rejection, menstrual disorder. Lot number and reporters added. Consumer address updated. Lab data, medical history and concomitant drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.